Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, periodontal disease, local infection / subacute chronic osteitis, complication in site preparation, immediate implantation, inadequate bone quality/quantity.